Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized overnight due to nigh blood glucose levels (597 mg/dl). Customer was treated with two bags of intravenous insulin and two injections of insulin.